Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed air bubbles in the substrate pump. The fse noted the air bubbles were entering the closed system because the click and seal (cns) fitting from the substrate cap assembly was not fully attached. The fse tightened the fitting. While onsite the fse performed additional hardware repairs to the instrument. The additional hardware repairs were incidental and did not contribute to the reported event. All verification testing passed within published performance specifications. In conclusion, the cause of the reported event is due to a hardware malfunction. The click and seal (cns) fitting for substrate cap assembly was loose going into the instrument which led to insufficient delivery of substrate. All mdrs associated with this report: 2122870-2015-00235, 2122870-2015-00236. (B)(4).

Event description:
The customer reported ind-flagged (indeterminate) troponin I (access accutni+3) results for four (4) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer also reported "sample count outside limits" errors on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. This report addresses the ind-flagged results obtained on (B)(6) 2015. The customer repeated the samples on an alternate instrument (no information supplied) and obtained reportable values. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2015-00235 addresses the ind-flagged access accutni+3 results obtained on (B)(6) 2015 for two patients. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The customer performed a system check to assess instrument performance which failed due to multiple "sample count outside limits" errors. Sample information such as collection device, centrifugation speed and time were not provided.